Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the caller stated that they were recently implanted and they don't think the stimulation is programmed correctly. Caller stated they are feeling stimulation in the abdomen area and not in the back where it should be. Caller stated they called the doctor who told them to call the mdt rep to discuss programming. Caller stated they tried calling the rep but there are not answering (did not indicate that they reported event in a voicemail). The patient was redirected to their healthcare provider to further address the issue. The caller indicated that they were providing an update to case (B)(4) after meeting with the patient today. Tss used event and notify date from that case file. The caller indicated that they received an email about the issue on (B)(6) 2022. The caller reported that the patient had both leads migrate. The left lead migrated from t7 to mid t9 and the right lead moved from t9 to t11. The caller stated that they will not have the weight of the patient. The patient feels stim in the legs not in the abdomen. The rep tried to reprogram and the issue did not resolve. The md plans to have the patient implanted with a paddle lead. The caller reported that the md is aware of the issue and he has no further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.